Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the display was defective and parameters were found to be out of tolerance. It was also noted that the case back was broken. Two back brackets were missing. The ring, bails and screws were missing from the back case. The cover ring was broken. It was advised that the instrument be decommissioned if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.